Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that at a pre-operational interrogation, high thresholds and high impedance were noted on the ventricular lead with complete exit block. During a routine device change out, the lead was uncoiled and "ptca (percutaneous transluminal coronary angioplasty)" wire was left in the lead to act as an extra conductor via the inner lumen of the lead. The lead remains in use but a follow-up procedure is being considered. No patient complications have been reported as a result of this event.